Event description:
It was reported that the patient had lead endocarditis. The right ventricular (rv) lead and competitor device and lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cd2257-40q st jude ICD, implanted: (B)(6) 2013. (B)(4).